Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to inappropriate anti-tachycardia pacing (atp). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to inappropriate anti-tachycardia pacing (atp). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the system also exhibited high pacing impedances which were later determined to be caused by a lead fracture observed during x-ray examination. No additional adverse patient effects were reported. This device has not been returned.